Event description:
As reported, the patient underwent an umbilical hernia repair procedure on (b)(6) 2025 with the implant of a Ventrio ST Mesh. About 1 week later, the patient developed an infection on the right side of her incision. An MRI was performed and she was provided antibiotics. The following week, the patient continued with the symptoms of infection, she consulted with a new surgeon who ordered another MRI of her abdomen and determined she was still infected and the mesh needed to be removed. the patient was injected with Botox to help loosen the muscles around her abdominal wall before having the mesh removed. As reported, on (b)(6) 2026 patient underwent removal of the Ventrio ST Mesh. Contact alleges the mesh was infected. No further issues have presented since the removal of the mesh other than some tenderness with bending but no further treatment or recommendations have been provided.

Manufacturer narrative:
As reported, the patient developed an infection one week post implant of Ventrio ST Mesh and subsequently the mesh was explanted due to the infection. Based on the information provided, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient's postoperative infection. Infection is listed in the Adverse Reactions section of the Instructions-For-Use supplied with the device as a possible complication. Regarding infection the Warning section of the IFU states, "If an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh". A review of manufacturing records was performed and found that the device was manufactured to specification. To date, this is the only reported complaint for this lot of 188 units released for distribution.Note: Section A through F - The information provided by BD represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.